Event description:
Kimberly-clark received a medwatch report stating, "patient was admitted with intracerebral hemorrhage. Patient was intubated in the emergency department with a #8 ett taped at 22.5 ll. Ten days later, patient had audible ett cuff leak and increased respiratory distress. Due to persistent ett cuff leak, it was decided to change ett." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device involved in the reported event was not returned to kimberly-clark for analysis. We are unable to determine the root cause of the reported event as there was no lot number given and the device was not returned for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.